Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the (B)(6) cloudy effluent coincident with physioneal and extraneal therapies. On an unreported date approximately two months ago, the patient began treatment with physioneal and extraneal (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Physioneal and extraneal therapies were ongoing. On an unreported date, the nurse reported that she thinks that the patient did not follow correct aseptic technique. On (B)(6) 2012, the patient experienced cloudy effluent and was hospitalized that same day. On (B)(6) 2012, the patient began remedial therapy with gentamycin and edicin (routes, doses and frequencies not reported). The cause of the cloudy effluent was unknown. It was reported that the patient was discharged from the hospital on (B)(6) 2012. Causality of the event of cloudy effluent with culture positive for bacillus species: unrelated.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Information regarding patient re-training has been requested from the local baxter affiliate. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The patient was retrained on aseptic technique on (B)(6) 2012. This report of a use error-breach in aseptic technique and peritonitis was confirmed because the nurse reported a break in aseptic technique by the patient. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The root cause was undetermined.